Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) system was implanted and one day post operation, high shocking impedance measurements were noted to be greater than 125 ohms. It was determined that the setscrew was not fully engaged upon pocket revision. The lead was reinserted into the header and properly tightened down. Impedance measurements were then noted to be within normal limits. No adverse patient effects have been reported.